Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported seeing poor communication. Patient also reported that they could not connect to their ins since (B)(6) 2019 and that they could not remember when last they connected with their ins and has never had the ins checked since it was implanted. No symptoms were reported. Patient was redirected to follow up with their health care professional to have their ins battery checked. No further complications were noted or anticipated.